Manufacturer narrative:
Received one picture showing the partially torn semirigid adapter still attached to the port on the lid of the burette and the clave and with the torn part of the semirigid adapter circled in red. Received one used list #142730490 plum burette set.on 3/6/25 for evaluation. As received the blue clave was observed to be partially separated from the burette. The semirigid adaptor was torn. The deformation on the area of the break showed beach marks with smooth sections and was at an angle, typical of a bend break. The complaint of breakage can be confirmed. The probable cause is due to an unintentional bending force applied during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that the clave additive port snapped off. The customer provided a sample picture of a set where the blue clave on top of the burette was detached. There was an unknown patient involvement and unknown patient harm.